Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. During introduction of the first 23mm sapien 3 ultra valve and the first 23mm commander delivery system through the first 14fr esheath plus, the loader cap was fully inserted and after some small movements heavy resistance was met. Fluoroscopy revealed the leading edge of the valve was bent. Everything was taken out together and wire access was maintained. A second 14fr esheath plus was inserted. A second 23mm sapien 3 ultra valve and 23mm commander delivery system was prepped, inserted into the body and deployed without issue. Examination of the first valve sheath and delivery system on the back table revealed the frame edge visibly through the non expandable portion of the sheath. Per the team there was no patient injury and completion angiogram revealed no vascular issue.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: one strut appears bent backwards at the inflow within the sheath on fluoro. One strut appears protruding through puncture at the strain relief portion of the sheath after the system was removed from the patient. Patients right access vessel had presence of reportedly moderated calcification, moderate tortuosity, and an undersized vessel region. Minimum luminal diameter (mld) 5.5mm required for 14f sheath per IFU. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non vascular), procedural variables, and use related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported valve frame damage was confirmed based on the provided imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessel region) and/or procedural factors (high push force, steep insertion angle) likely contributed to the event as reported and observed in imaging evaluation. As reported, during introduction of the crimped valve on delivery system through the sheath, after some small movements heavy resistance was met and fluoroscopy revealed the leading edge of the valve was bent. Additionally, the perceived root cause was reported as steep sheath insertion angle due to patient body habitus. Per imaging evaluation, the patients right access vessel had presence of moderate tortuosity, moderate calcification and an undersized vessel region. Tortuous patient anatomy can create sub optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non coaxial alignment between the delivery system and sheath. Non coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.